Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled main board into a golden unit. Powered on to desktop with no errors. Ran on the automated test console. Failed multiple tests. Checked pacing on the bench. No pacing output observed. Checked voltages along various power rails. Voltage at a capacitor measured -4.2v, should be approximately -36v. Replaced capacitor with a known good capacitor. A resistance measurement on the faulty capacitor measured 326 ohms. A known good capacitor was measured at 5.5 megohm. Voltage at capacitor measured -36v. Confirmed correct pacing on the bench. Ran on the automated test console. Reviewed the logs, multiple 802 and 803 errors. Conclusion: confirmed customer complaint no pacing. Failure caused by a faulty capacitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not deliver pacing and had an error. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not deliver pacing and had an error. It was indicated that the printed circuit board (pcb) was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.